Manufacturer narrative:
The reported events were lead dislodgement, failure to sense, and failure to capture. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture and sense dislodgement confirmed via fluoroscopy on the right ventricular (ra) lead. The physician elected to explant and replace the ra lead. The patient was discharged from the hospital after the procedure.